Event description:
It was reported that the patient experienced a total of five seizures in (B)(6) 2012. Additionally, it was reported that the patient experienced two seizures in (B)(6) 2011 and one seizure in (B)(6) 2011. It is unknown whether or not the five seizures in (B)(6) 2012 is an increase above pre-vns baseline. Attempts to obtain additional information have been unsuccessful to date.